Event description:
The customer reported that the device jaws locked shut and had to be pried open. It is unk if the jaws were on tissue and what was used to pry open the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.